Event description:
The event is reported as: the customer alleges that the product fell apart at the connection of tubing to purple attachment. The attachment was replaced with another attachment. No report of a pt injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.